Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that while attempting to refill a cartridge, insulin was observed inside the device chamber upon opening it. After inspection, the cartridge was found to be cracked. The patient planned to manually fill a new cartridge, clean the device, and replace the broken cartridge. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.